Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received from the affiliate states that the distal portion of the stabilizer wire was unraveled when removed from the patient. The patient's age and gender were unknown. The target lesion was the right superficial femoral artery. The lesion information was unknown. Contralateral approach was chosen for the procedure. There was no damage noted to the outer packaging of the device. The wire was secure in the packaging. The stabilizer (extra support 300cm: complaint product) was delivered to the target lesion. During the delivery, the stabilizer was once retrieved from the patient and then the distal portion was confirmed to be unraveled. There was kink or damage noted. It is unknown if there was any mishandling of the product. It is unknown if the wire was pre-shaped. It is unknown if the wire got caught in the vessel at any time. It is unknown if there was unusual twisting or torquing of the device during use. It is unknown if the wire was 'jack hammered' against the lesion or if the tip had prolapsed on itself. Therefore, a new guidewire was used instead and the procedure was finished successfully. There was no patient injury reported. The complaint product was not returned; therefore no failure analysis was performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The information received from the affiliate states that the distal portion of the stabilizer wire was unraveled when removed from the patient. The patient's age and gender were unknown. The target lesion was the right superficial femoral artery. The lesion information was unknown. Contralateral approach was chosen for the procedure. There was no damage noted to the outer packaging of the device. The wire was secure in the packaging. The stabilizer (extra support 300cm: complaint product) was delivered to the target lesion. During the delivery, the stabilizer was once retrieved from the patient and then the distal portion was confirmed to be unraveled. There was kink or damage noted. It is unknown if there was any mishandling of the product. It is unknown if the wire was pre-shaped. It is unknown if the wire got caught in the vessel at any time. It is unknown if there was unusual twisting or torquing of the device during use. It is unknown if the wire was "jackhammered" against the lesion or if the tip had prolapsed on itself. Therefore, a new guidewire was used instead and the procedure was finished successfully. There was no patient injury reported.